Event description:
On (B)(6) 2024 it has been reported that a receiver broke while the attendant was cleaning it. There was no harm to the user, no object required removal as it broke during cleaning. The receiver was discarded, no serial number is available. No further follow up information expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: no device history record available, as the receiver was discarded. Serial number unknown. Clinical conclusion: it has been reported that a medium power receiver has broken while the attendant was cleaning the hearing aid and receiver. The user of the device is 77 years old. There was no harm to the user following the incident, as it happened while the device was being cleaned. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risk related to mechanical damage are generally known mitigated and communicated to the user. Trended case device investigation findings:adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts manufacturer's investigation is final. This is a combined (initial and final) report.